Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to pain and it was discovered that the device was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: medical products: femoral component option size f right compatible with lps-flex prolong cat#: 00596401652, lot#: 62190686 tibial component stemmed precoat cat#: 00598005701, lot#: 62165032 stem extension straight cat#: 00598801215, lot#: 62172315 all poly patella cat#: 00597206535, lot#: 62201579 palacos rg 1x40 single cat#:00111314001, lot#: 74694302 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface identified that the post had fractured off. Scratches and wear marks were also noted on the femoral component mating surfaces. Fracture analysis identified that the polymer possibly fractured due to overloading in-vivo. Plastic deformation on the broken piece was also noted.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.